Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the displayed volume on the screen disappeared. There was no patient harm. Manufacturer's ref #: (B)(4).